Event description:
The facility reported an infusion pump with a failure code 703. The failure code was reported to have occurred during pt infusion and during the biomedical testing. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. Despite baxter's efforts to obtain add'l info from the reporting facility, details were not available on pt's demographics, medication involved, or device programming.

Manufacturer narrative:
The pump is in the process of being evaluated.